Event description:
It was reported that a spectrum pump did not alarm for downstream occlusion testing. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found in specification with respect to the reported symptom. Baxter evaluated the device in question and a downstream occlusion sensor was performed per the spectrum preventive maintenance procedure with the unit passing. Add'l downstream occlusion tests were performed per the spectrum preventive maintenance procedure with the unit passing.